Event description:
The customer reported that the sets are retrograding up the main line. Diprovan can be seen traveling all the way up to the bag. 6/18/98, the anesthesiologist had a pt with the blood pressure cuff on the same arm and blood went all the way up the line. No pt injuries were reported.